Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism and proximal conductor (not obstructed). Visual inspection noted the lead had been stretched so the inner tubing buckled and prevented the helix from functioning properly. Defib conductor fracture (overstress) at connection and cut outer insulation at medial section at 43.5 centimeters were observed. Damage at implant noted.

Event description:
It was reported, during the implant procedure, the left ventricle lead dislodged. The physician retracted the helix for repositioning. When the stylet was inserted for repositioning, some resistance was encountered. However, this repositioning was successful with unfavorable location. Therefore, the physician attempted to reposition the lead again, but the helix could not be retracted. Consequently, this lead was removed and replaced. The physician noted the lead was cut in order to insert a new guidewire to position another lead. No patient complications have been reported as a result of this event.